Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped pipeline failed to open. The surgeon performed ped treatment on the posterior communicating artery aneurysm. After the stent and microcatheter were in place, at the straight segment of m1 to open it, and found that the ped tip could not be opened. After the stent was retracted the tip of the stent still could not be opened. After that, a new ped was replaced for treatment and the operation was successfully completed. The devices were prepared according to the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the posterior communicating artery. The max diameter was 8mm and the neck diameter was 6mm. The distal landing zone was 3.6mm and the proximal landing zone was 4.8mm. Vessel tortuosity was severe. Dual antiplatelet treatment was administered. Angiographic result post procedure was vascular patency, aneurysm contrast agent retention. No patient symptoms or complications were reported.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex was returned within the inner pouch; inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were intact, with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The distal and proximal ends of the braid were opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was not confirmed as the distal and proximal ends of the braid were fully opened and frayed. However, the cause of the failure to open and damaged braid could not be determined. Possible causes of the failure to open include severe vessel tortuosity, damaged braid, or user deploying braid in vessel bend. The customer reported that the pipeline flex was not deployed in the vessel bend, ruling out the user deploying in the vessel bend as a potential cause. In the event, the severe and damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the distal section of the pipeline did not open. There were no additional steps or other devices attempted to open the pipeline, after deploying it a long enough distance according to standard operation, it still won't open. Then it was retrieved, increased in tension and deployed, but it still won't open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.